Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing bubbles in the tubing and the reservoir. Customer stated that they also had high blood glucose readings of 200 mg/dl. It was noted that the insulin pump was rewound with the reservoir in place. Customer's blood glucose reading at the time of the call was 290 mg/dl. No further information reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Basal and or bolus leak test was performed and no leaks or air bubbles were noted.